Event description:
The customer reported that they were hospitalized in the intensive care unit (iuc) with a high blood glucose (bg) level of 680 mg/dl cause was unknown. The customer attempted to address their bg with a bolus via pump, however received intravenous fluids of saline and insulin in the ICU. No issues were observed with the pump, cartridge, infusion set, or insulin and the pump was functioning as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.